Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). H6) e2402 - appropriate term / code not available - leak into lsa. After investigation the event for this pr# is no longer reportable. Summary of investigational findings: this complaint was opened to address a leak into lsa based on findings in the imaging review performed for (B)(4), which addresses an endoleak type ib during a tevar procedure with a zdeg-pt-38-30-199-pf (complaint device). Per the findings of the imaging review ¿ ¿the lsa filled with contrast along the outer aortic curvature despite ishimaru zone I zdeg implantation. This leak did not fill the aneurysm or false lumen and therefore was not an endoleak¿. It was reported that the procedure was done with debranching of the left common carotid artery and left subclavian artery to have enough landing zone (25 mm). The device was implanted in zone 1. Vessel calcification on zone 4 and down below was reported. During the procedure the physician noticed that there was an endoleak and suspected a type IV (leaking through the graft). The physician decided to implant an additional stent graft zdeg-pt-40-32-205-pf to cover the leaking point. The procedure was completed, and the physician reported the result to be ¿quite good¿. A video from the implantation were provided. Review of the device history record gave no indication of the device being produced out of specification. An imaging review of the provided video is performed by an imaging expert. Per the findings in the imaging review ¿the lsa filled with contrast along the outer aortic curvature despite ishimaru zone I zdeg implantation. This leak did not fill the aneurysm or false lumen and therefore was not an endoleak. The sealing stent was constrained to 33.3mm at its mouth and to 23.0mm at its junction with the first mainbody stent segment. This and seal shortening effect of the lcca origin were the likely cause of this leak. This leak would be anticipated to spontaneously resolve¿. Furthermore it was found that ¿the proximal leak did not flow into the dissection pseudoaneurysm sac and therefore was not an endoleak. This leak was significant in that it conditions were favorable to leaks along pleats¿. Per the instructions for use ¿key anatomic elements that may affect successful exclusion of the dissection include severe angulation (localized angulation > 45 degrees); short proximal fixation site (< 20 mm); an inverted funnel shape at the proximal fixation site (greater than a 10% increase in diameter over 20 mm of fixation site length). Based on the provided information and the imaging review the leak into the lsa was related to pleating along the stent graft. Seal shortening effect of the lcca origin and the constrained sealing stent (33.3mm at its mouth and to 23.0 mm at its junction with the first mainbody stent segment) could both have contributed to the event. Cook will reopen this complaint if further information or images is received. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: the lsa filled with contrast along the outer aortic curvature despite ishimaru zone I zdeg implantation. This leak did not fill the aneurysm or false lumen and therefore was not an endoleak. The sealing stent was constrained to 33.3mm at its mouth and to 23.0mm at its junction with the first mainbody stent segment. This and seal shortening effect of the lcca origin were the likely cause of this leak. This leak would be anticipated to spontaneously resolve.

Manufacturer narrative:
Manufacturers ref#(B)(4). Blank fields on this form indicate the information is unknown or unavailable. Same device marketed under p180001. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.